Manufacturer narrative:
Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that is overcorrected in the left eye approximately three weeks post lasik. The patient complains of blurry distance vision and double vision. Upon follow up, patient is currently being monitored. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.